Manufacturer narrative:
A review of the system intraoperative logs for the duration of the procedure found the system functioned normally with no indications related to the reported event. Log review of the 2 subsequent procedures performed on the system also found the system functioned normally with no issues found. A device history record (DHR) review found no non-conformances documented that would be related to this event. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, large needle driver, fenestrated bipolar forceps. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died during a nephrectomy. No details of the case were provided nor was the cause of death. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the patient expired. The cause of the death was not provided. The information was provided to the clinical sales associate by a third party and no additional details were available. Multiple attempts to obtain additional information were made; however, no response has been received.